Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls sp120 had a molding defect. The following information was provided by the initial reporter: this is a report about a molding defect (air bubbles) of syringe. According to the customer's report, fine air bubbles can be seen in the plastic part of the barrel of some products. The customer is wondering if these are defective products.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-30. Investigation summary: one syringe received for investigation; upon visual inspection it can be observed air bubbles in the barrel of the syringe. No other defects can be observed along the device. A device history review was performed for lot 2006014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, air bubbles may occur during molding process due to air entrance in the mold. Injection machines are periodically subjected to maintenance and cleaning programs. Molding parameters recorded in the device history record have been reviewed, all parameters are found to be within the validated process parameter window per procedure. This is a cosmetic defect, and the product functionality is not impacted. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe 1ml ls sp120 had a molding defect. The following information was provided by the initial reporter: this is a report about a molding defect (air bubbles) of syringe. According to the customer's report, fine air bubbles can be seen in the plastic part of the barrel of some products. The customer is wondering if these are defective products.